Manufacturer narrative:
Information unknown/asku. If implanted, give date: not applicable as the device was not implanted. If explanted, give date: not applicable as the device was not explanted. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Conclusion: based on the investigation, no product deficiency was identified. Attempt was made to obtain the missing information; however, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol had a bent/broken haptic. The issue was noticed while partially inserting the lens. The procedure was completed with a backup lens of the same model and diopter. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: feb 28, 2023 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and further inspected under magnification revealing that the lens had a crease down the optic and a detached haptic. The detached haptic was located inside the lens module of the simplicity and was identified to be damaged. The complaint product simplicity was visually inspected under magnification and slight damage to the cartridge was observed. No assembly issues were observed with the complaint handpiece, and no further issues were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.